Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary customer returned (1) open 4mm, 32g pen needle from lot # 0063209. Customer states that the pen needles clog during injection. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. Customer states that there was no needle at the non patient end. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which was investigated under investigation child 1964179. No broken or missing cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause is user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles clog during injection also the consumer stated that when she examined the needle hub she saw that there was no needle at the non patient end verbatim: from phone call on (B)(6) 2020 16:08:47: I called consumer for additional information. Consumer stated that the pen needles clog during injection, she does not prime and she stated that she re-use the needles because they are expensive. She also stated that when she examined the needle hub she saw that there was no needle at the non patient end. Consumer will be sending samples for evaluation. Email: I use your bd nano ultra-fine pen needles and the last few boxes I've had needles that do not work. I pay $45.00 per box once a month and I think it's unfair that if I buy a box of your needles I expect for all of them to work not just some."hopefully this matter can be resolved since I can barely afford my boxes of needles. Thank you"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles clog during injection also the consumer stated that when she examined the needle hub she saw that there was no needle at the non patient end verbatim: from phone call on (B)(6) 2020 16:08:47: I called consumer for additional information. Consumer stated that the pen needles clog during injection, she does not prime and she stated that she re-use the needles because they are expensive. She also stated that when she examined the needle hub she saw that there was no needle at the non patient end. Consumer will be sending samples for evaluation. Email: I use your bd nano ultra-fine pen needles and the last few boxes I've had needles that do not work. I pay $45.00 per box once a month and I think it's unfair that if I buy a box of your needles I expect for all of them to work not just some."hopefully this matter can be resolved since I can barely afford my boxes of needles. Thank you"